Event description:
It was reported, that the cardiohelp does not recognize internal pressures. Further, information received that the replacement of the sensor panel solved the failure. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician fst was sent for investigation and repair on 2/23/2023. The ch sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted, when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp does not recognize the internal pressures. Further, the information was received that the replacement of the sensor panel solved the failure. The failure occurred during pre-use check. A getinge field service technician (fst) was sent for investigation and repair on 2023-02-23. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files were not available for investigation. A similar failure has been investigated by getinge life-cycle-engineering: after visual inspection of the choke a striking place with two damaged wires was detected. Therefore the sensor panel failed. The most probable root cause is a mechanical damage of the current compensated choke. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The device was manufactured on 2015-12-15. The review of the non-conformities has been performed on 2023-04-17 for the period of 2015-12-15 to 2023-03-30. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "cardiohelp does not recognize internal pressures" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.